Manufacturer narrative:
No product has been returned and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an infection after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation, and "inflammation with pus" under the sensor. The customer had contact with a healthcare professional who prescribed an unspecified antibiotic and diprogenta (betamethasone - corticosteroid and gentamicin - antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information is available to abbott diabetes care submitted.

Event description:
A customer reported experiencing an infection after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as skin irritation, and "inflammation with pus" under the sensor. The customer had contact with a healthcare professional who prescribed an unspecified antibiotic and diprogenta (betamethasone - corticosteroid and gentamicin - antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.